Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with the analyzer. The fse found low stream volume, leaking, partial blockage in tubings and seal for inner wash valve leaking. The fse determined the cause of failure was due to multiple hardware malfunction. The fse replaced the sample probe inner wash valve, ise reference valve, and tubings which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
Customer reported of getting erroneous patient results for sodium and potassium involving their au480 chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.